Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded on keypad trace. No moisture damage found on electronic assembly and motor. No number ramping or scrolling on display noted during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced low blood glucose due to over treating. The customer also reported that they were having keypad anomaly. The customer's blood glucose was 110 mg/dl at the time of incident. The customer's blood glucose was 43 mg/dl at the time of call. The customer stated that the scroll bar was moving without input. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.